Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had transfer guard anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that they had two defective reservoir. The customer stated the tube will not come down the cylinder, no insulin would come through. The customer was advised that we would like to get the two sets back and that two replacement will be sent the envelope and canister.